Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment crack observed below grip pad. The keypad is intact. The contrast and up intermittently unresponsive and the down and ok keys responded appropriately. Evaluation revealed that there was contamination under contrast and up keys. The current draws are within specifications. There was no evidence of moisture or loose components inside pump. There were no errors, alarms or warnings related to complaint observed in black box. No evidence of excessive battery usage/short battery life observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.